Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a driveline fault alarm. Log files were sent for review. The log file captured driveline comm fault alarms beginning at 9:03 pm on (B)(6) 2025. It was recommended to swap out the modular cable and the patient controller. The log file captured low flow events on 23apr2025. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. The controller and modular cable were exchanged and would be returned.

Manufacturer narrative:
D9: date returned to manufacturer: corrected manufacturer's investigation conclusion: the reported event of driveline comm fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file (B)(4) spanned approximately 4 days ((B)(6) 2025 per time stamp). On (B)(6) 2025 at 21:03:16, the driveline comm fault alarm was active due to a com_b_fault. The alarm stayed active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was functionally tested with the returned modular cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.